Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the stapler was mated to an orvil anvil and the stapler deployed; knife cut, stapled and deployed but did not form proper bs, all staplers stayed straight legged. Another stapler handle was opened and attached to the anvil with the same result. As the orvil was removed from it was discovered that a 21mm orvil had inadvertently been used with the 25m stapler shaft. A 25mm orvil and 25mm stapler were opened and used without incident.

Manufacturer narrative:
(B)(4).